Event description:
The hcp reported that at refill on 10/13/2006, the expected reservoir volume was 4.7ml and the actual was 0.5ml the weekend before, the patient had experienced a fever of 101 degrees and a marked increase in stiffness. The hcp refilled the pump and "will monitor patient for any signs of withdrawal or overdose." A follow up report will be sent when additional information is received.